Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The distal detachment tip (ddt) was detached from the pusher assembly. The ddt was not returned for evaluation. Conclusions: evaluation of the returned pod4 revealed the ddt was detached from the pusher assembly. This type of damage typically occurs if the device is forcefully retracted against resistance. The pusher assembly ddt keeps the embolization coil intact with the pusher assembly; therefore, if the ddt fractures from the pusher assembly, the embolization coil will detach. The non-penumbra microcatheter identified in the complaint and the pod4 embolization coil were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in a branch of the collateral vessel using pod4s. During the procedure, while advancing a pod4 through a non-penumbra microcatheter, the pod4 unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached pod4 was removed. The procedure was completed using a new pod4 and the same microcatheter. There was no report of an adverse effect to the patient.